Event description:
During ercp stone removal a mechanical lithrotripter was used to retrieve stone in common bile duct. After compressing stone part of gun fell apart. Wire snapped at gun handle and gun trigger fell out. Lithotriptor fell apart leaving only wire and basket portion in common bile duct making it very difficult to remove. Wire was removed after using other equipment to free basket from duct.